Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 8 years and 9 months post transfemoral tavr procedure with a 26 mm sapien xt valve in the aortic position, the valve failed due to regurgitation and stenosis. The patient underwent a valve-in-valve procedure with a 23 mm sapien 3 ultra valve.

Manufacturer narrative:
The device was not returned. An image review was performed, and the following was observed. Imagery was provided and the following observed: leaflets thickened and stenotic. Moderate central regurgitation observed. Leaflets thickened and stenotic. Moderate central regurgitation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on the provided imagery and medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), structural valve deterioration and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, "approximately 8 years and 9 months post transfemoral tavr procedure with a 26mm sapien valve in the aortic position, the valve failed due to regurgitation and stenosis. The patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve." And both echocardiograms tte (6/29/22) and tee (6/30/22) show that the 26mm sapien valve has thickened, severely stenotic leaflets with at least moderate central regurgitation. In addition, review of the medical record revealed patient's past history of dyslipidemia (the imbalance of lipids). The lipid profile (primarily low high-density lipoprotein (hdl), hdl cholesterol, elevated triglycerides, elevated low-density lipoprotein (ldl) cholesterol, and elevated total cholesterol) are important factors in calcification process, which can lead to leaflets thickened resulting in stenosis or valve degeneration/deterioration. As such, available information suggests that patient factors (dyslipidemia) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment escalation is required.

Event description:
Per clinical review of medical records, (time), post tavr echo report: aortic valve: bioprosthetic aortic valve with severe stenosis and severe regurgitation with peak velocity of 5.4 m/sec, aortic valve area (ava) 0.49 cm2, mean gradient of 57.7 mmhg and severe aortic valve regurgitation. The patient was admitted to the hospital for with non-st-myocardial infarction and congestive heart failure exacerbation. During admission the patient was confirmed to have bioprosthetic aortic valve stenosis and regurgitation. However, the patient was in critical condition with persistent dyspnea and hypotension. The patient underwent cardiac catheterization with coronary stent placement. Eventually the patient was stable enough for a redo tavr procedure. (Time) the patient underwent a right transfemoral transcatheter aortic valve-in-valve replacement using a 23mm edwards sapien 3 valve. The valve was successfully deployed without issues. Post deployment tte showed that the valve was functioning well with no paravalvular leak, the mean gradient pre-procedure was 30 mmhg and reduced to 6 mmhg. The devices were removed, and the access site closed without difficulties. At this point they administered protamine. About 5 to 7 minutes later, the patient became suddenly hypotensive and bradycardic requiring brief CPR. The patient ultimately responded to inotropic therapy and was reintubated. A repeat aortic root angiogram showed no evidence of annular rupture and both coronaries appeared to be wide open. Based on this, the hypotension was attributed to a protamine reaction. The patient was taken to intensive care unit in serious, but stable condition. Post operative day (pod) 1 tte reported: stent graft in aortic valve area with expected flow velocities. Well seated tavr with mean gradient of 12.93 mmhg. Hospital course was complicated by pneumothorax following CPR, post procedure respiratory failure requiring chest tube.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. The investigation is still ongoing.